Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve and reference electrode. The fse replaced the buffer valve and reference electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. The erroneous results were not release out of the laboratory; therefore, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.